Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with visual analysis only; no anomalies were found. (B)(4).

Event description:
The system was explanted. The patient was a participant in the product surveillance registry study.

Event description:
It was reported that the patient experienced a pocket hematoma as a result of the system implant procedure. The hematoma was evacuated, the pocket was revised, and the system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d314drm lot# serial# (B)(4), implanted: 2013-(B)(6), product ID 5076-45, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).